Event description:
It was reported that the implantable cardiac monitor exhibited intermittent r-wave undersensing on falsely detected asystole episodes. Therefore, programming adjustments were made and the icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).